Manufacturer narrative:
H10: additional manufacturer narrative. Updated d4, f10, h3, h4, and h6 per new information received. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. H3: product evaluation. Customer report of regurgitation was confirmed through observed rolled leaflet from host tissue overgrowth. X-ray demonstrated wireform intact. The free margin of leaflet 1 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut at multiple areas around the valve. Wireform was exposed around leaflet 1 on the inflow aspect. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was returned and product evaluation is in progress. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that a 27mm mitral valve, implanted approximately five (5) years, was explanted due to aggravated mitral regurgitation. The device was explanted and replaced with a 27mm non-edwards mitral valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. It is unknown if there is a relationship between the event and the device.